Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the lens on the device contained either scratches or burn was confirmed. The following defects were found with the device upon evaluation: outer tube damaged. Distal tip damaged. High voltage flash over from electrode distal tip had deposits. Illumination distal tip fiber damaged. The device was repaired, tested and found to be working according to specifications. User mishandling is one possible root cause for the damage to the various parts of the device. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/21/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported per the customer, during a knee scope, it was noticed that the lens on the hd arthroscope contained either scratches or burns. They were able to complete the surgery with the same scope. There was no delay and no patient consequence or harm. This is all the information the customer has at this time.